Event description:
Sjm, daig div, was notified of an incident which involved the removal of a permanent pacing lead. An event summary report was received from guidant corp on 06/12/2000. This report indicated that during an elective replacement procedure to remove an implantable cardioverter defibrillator (ICD), there was evidence that the rate sensing lead had fractured. The device charged, erroneous sensing was noted and the episode revealed short and fast details. The pt's entire chronic lead system was removed and replaced. The status of the pt is unknown.